Event description:
Patient's father contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pre-filled syringe recall. Patient had two of the affected lots in home. Father reports patient last flushed port on four days earlier and complained of stomach upset on the day prior to original date. Replaced affected lots with bd brand of heparin pre-filled syringes. On five days after the original date: follow up with father and no further stomach upset reported with new bd brand. Dose or amount: 5 ml = 500 units. Frequency: twice weekly. Route: IV. Dates of use: 2008. Diagnosis or reasons for use: implanted port-a-cath patency. Event abated after use stopped: yes.